Manufacturer narrative:
Additional narrative: correction: date returned to manufacturer - may 9, 2014. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the jaws inside the chuck were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be immersion during cleaning, misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was discovered that the large jacobs chuck with key device was ¿sticking". There were no delays to the planned surgical procedure as a spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be sent accordingly.